Event description:
The reporter contacted lifescan regarding the surestep replacement program. However, his meter is not an affected meter. He reported that the first week of january, he experienced an incident which caused him to contact his physician for medication advice. He stated that he awoke, ate his normal breakfast and attempted to inject his insulin, but was having a difficult time. He felt that he did not receive his entire dose. Later that day, he felt tired, thirsty and dizzy with frequent urination. He tested on his surestep meter at dinner and obtained an er1. He did not check the confirmation dot. He reported that he got nervous and tested on his one touch ii meter receiving a "hi" result. He contacted his physician and was told to inject 15u regular insulin. After the injection, he contineud monitoring his blood glucose with the surestep meter and never saw the er1 message again. He reported that he has to "really squeeze his finger" to obtain a blood sample.